Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a patient had high blood glucose while using a cleo® 90 infusion set. The blood glucose was reported at 351mg/dl. It was determined that the insulin was changed every three days when it was labeled for only 48 hour use. A correction bolus was administered to address the high blood glucose. During a site change, the patient did not notice anything wrong with cannula. It was noted that during insertion of new site, it hurt a little. No permanent injury was reported.